Manufacturer narrative:
(B)(4). The hospital biomedical engineer confirmed the reported technical error codes in the device log files. The hospital biomedical engineer is trained on the ventilator type and is going to perform the repair itself. No service has been requested. The recommendation in the service manual if the reported technical error codes occurs is to replace the control pc board or the expiratory channel pc board. No information about what part(s) that was replaced or device logs have been received despite several reminders. If the reported technical error codes appears during ventilation the ventilation will stop and the user will be notified by a generated high priority alarm and the corresponding technical error codes. If the failure appears during startup the technical error codes will be generated and ventilation cannot be started. The technical error codes indicating communication error with the limited information the root cause of the reported event cannot be established.

Event description:
(B)(4).

Event description:
It was reported that the ventilator generated two technical error codes while it was connected to a patient. One indicated disabled valves and the other one indicated ventilation stopped. There was no patient harm. (B)(4).